Event description:
A 43 year old male was admitted for myocardial infarction with cardiogenic shock. Following a percutaneous coronary intervention, an impella cp was placed and the patient transferred to the intensive care ward. Ischemia to the limb was noted and continuously monitored. With hemodynamic stabilization, the perfusion returned after about 6 hours. The patient also developed a fever and blood cultures were taken. The following day, the impella cp was removed and the patient was placed on an intra-aortic balloon pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary (ischemia/fever): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was provided in b5 (event description). Upon review, it was identified that the additional information must be reported. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information states that no interventions were performed other than decreasing pressor requirements to re-establish flow down the leg. Patient came in with sepsis, accounting for the fever, and was not attributed to impella. The device was removed and another device place because this hospital at times likes to downgrade from a chest pain to intra-aortic balloon pump to give patients a step-down approach to mechanical circulatory support de-escalation.